Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-25. H6: investigation summary. Customer reported the set separated and returned the affected sample. The sample was clearly separated at the spike of the drip chamber and the complaint was verified. Visual inspection under the microscope determined the root cause to be insufficient solvent on the tubing. A device history record review for model 10013364t lot number 20095603 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Event description:
It was reported that the sec w/ss dc 20dp & hanger tex experienced component separation. The following information was provided by the initial reporter: material no: 10013364t, batch no: 20095603. We had a situation recently with a bd secondary set where the tubing separated from the drip chamber after the tubing was primed, but fortunately before the chemo was added. The defective product is 10013364t with lot number (10) 20095603 and exp date 9/8/23.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sec w/ss dc 20dp & hanger tex experienced component separation. The following information was provided by the initial reporter: material no: 10013364t, batch no: 20095603. We had a situation recently with a bd secondary set where the tubing separated from the drip chamber after the tubing was primed, but fortunately before the chemo was added. The defective product is 10013364t with lot number (10) 20095603 and exp date 9/8/23.